Manufacturer narrative:
The baxter technician found the siderail latching mechanism needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan, 2026 it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail latching mechanism to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that versacare frame (product code: p3200k000402, serial number: (B)(6), had siderails falsely engaging. There was no patient/user injury, medical intervention, symptom, or adverse event reported.